Manufacturer narrative:
(B)(4). One unused set was received in reference to particulate matter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was visually inspected and it was noted that the set contained several embedded particles in the acrylic of the cassette. This report of particulate matter was confirmed in the lab. The investigation could not determine a root cause regarding origin of particulate. Manufacturing and quality personnel have been notified of this issue.

Event description:
A customer contacted baxter to report of black spot that was found inside the supply line. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.